Event description:
The initial customer allegation was found to be non-reportable. It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e217 scope error where the number of maximum cumulative uses were reached, and the plug unit and cable unit are dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.